Event description:
It was reported that the pump had an issue of overpressure. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log was not applicable. Functional testing could not duplicate the customer reported issue. The pump's downstream occlusion (dso) sensor was tested and was found to be functioning properly and activating within specification. The investigation determined that the cause of the problem was a user related issue. No further action will be taken.